Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redy0430 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "PICC nurse met resistance when he tried to slide the catheter. Catheter was stuck in the arm. He pulled it out and it appeared to be shorter than the 10cm it originally was. When measured, he realized it was now 9cm and said he could see the piece of catheter in the arm with an ultrasound. Radiology took a look and could not find anything in the patient. Patient has been discharged with no immediate harm done and no concern." On 04/06/2020: additional information received stated, "during attempted insertion into the right upper cephalic vein, resistance was met. Upon withdrawal it was noted that the distal end of the catheter was deformed and approximately 1cm was missing from the tip. Ultrasound of the insertion site showed the tip still in the patient's arm. Vascular surgeon was notified. Pt had a vena cava filter placed the next as it was already scheduled. The surgeon did not find a tip in the vein even with the use of fluro, ultrasound or xray. "